Event description:
It was reported that pump displayed malfunction alarm code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.